Event description:
The customer reported that the image was entirely unclear during use of an olympus gastrointestinal videoscope. No suspected cause was provided, and the exact timing of the event is unknown. No patient injury was reported.

Manufacturer narrative:
B2) date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to a damaged plug unit. In addition, the following reportable malfunctions were identified during the device evaluation: static/distorted image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.